Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported tubing detachment and stated that while she was changing her set, she put it on her body and the end popped out. The infusion set disconnected and the piece that was in her body popped off at the site. Patient's weight was (B)(6). Upon investigation, it was found that the tubing was detached from the tubing connector due to missing glue. No further information available.